Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for single leaflet device attachment could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date is estimated (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article attached title: right ventricular evaluation to improve survival outcome in patients with severe functional mitral regurgitation and advanced heart failure undergoing mitraclip therapy.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported through a research article identifying mitraclip devices that were related to the following outcomes:single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled, right ventricular evaluation to improve survival outcome in patients with severe functional mitral regurgitation and advanced heart failure undergoing mitraclip therapy.¿ no additional information was provided.